Event description:
It was reported that during an unknown procedure, the customer complained that the sleeve component of trocar got broken into parts and some of the broken components fell into the pelvic cavity. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Date sent: 07/01/2010. Information anticipated, but unavailable at this time.

Event description:
Patient reported failure of the up/down button on the infusion device. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
(B)(4). Melted sleeve the analysis results found that the device showed damage at the tip of the sleeve. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. No broken or missing components were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.